Event description:
Lead is still implanted but is turned off due to suspected fracture and inappropriate shocks. System not in use. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.